Event description:
The customer contacted beckman coulter inc (bec) to report a leak on the secondary probe on their lh500 analyzer; however the customer was unable to confirm the source of the leak. The customer was wearing appropriate personal protective equipment (ppe) when the incident occurred. No injuries occurred, no exposure (splashed or sprayed) to mucous membranes or open wounds were reported, and medical attention was not sought. The lab's exposure control or risk management plans are in place. No death, injury or change/delay to patient treatment associated with this incident. On the day of the event a bec field service engineer (fse) was dispatched and found the bracket on the front blood detector was blocking the motion of the bsv resulting in the fluid leak. The fse adjusted the position of bracket and tightened it in place. The root cause of the leak was due to the bracket on the front blood detector blocking/restricting the motion of the blood sampling valve (bsv).

Manufacturer narrative:
(B)(4).